Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number provided does not match with plant batch configuration. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation to confirm the alleged defect reported. Customer complaint cannot be confirmed. If the device sample or corrected lot number becomes available at a later date this report will be updated accordingly.

Event description:
Customer complaint alleges it was noted by the user "no water in column. Water bottle ports were punctured, but no flow into column." Alleged event reported detected during use. It was reported there was no injury or consequence to the patient. Patient condition reported as fine.